Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent total hip arthroplasty on his left hip on (B)(6), 2008 and subsequently reported increasing levels of pain and was diagnosed with fibromyalgia in (B)(6) 2010. By (B)(6) 2011 patient was no longer complaining of widespread pain, but continued to experience bilateral hip pain. Patient underwent revision procedure on (B)(6), 2011. No further information has been received.